Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported complaint was not duplicated. The downstream occlusion sensor passed the occlusion test. Root cause is unknown. No action taken.

Event description:
It was reported that the downstream occlusion sensor failed calibration. No patient injury reported.